Event description:
It was reported that during a lobectomy procedure the cartridges have been misfired. No reported patient consequences.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The analysis results showed that three ecr60g reloads were received. The reloads (a) and (b) were received partially fired 2/3. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reloads were reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reload (c) was noted to be fully fired and in good visual condition. No testing could be performed due to the returned condition of the reload. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.